Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. Inflation was performed twice at 10 atmospheres for 30 seconds. However, during second inflation, the balloon ruptured. The device was removed without issue, and the procedure was completed with a different device. There were no patient complications nor injuries reported.